Manufacturer narrative:
Investigation findings: defective sample was not rec'd for eval. DHR was reviewed in order to determine if this issue was reported during mfg or qual control final inspection and it was found that no issues were reported. Complaints trend was reviewed and this issue was not reported before for that reason it is considered an isolated case. Correction: no further action was taken. Root cause analysis: it was not possible to determine the root cause because sample was not submitted for eval. Corrective action and/or systemic correction action taken: no further action was taken. Preventative action: no further action was taken. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides info which changes the content of this report.

Event description:
The electrode did not cut well (energy was not transferring normally).